Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was prepared for lens implant on (B)(6) 2016, but the or nurse believed there was no lens in the vial. As a result, the lens implant was postponed for the following day ((B)(6) 2016) when another lens of the same model was implanted smoothly and the patient was discharged. It is to be noted that contrary to the initial report, the lens was later found in the vial; possibly, not positioned properly on the holder. Several days later, the patient experienced decreased visual acuity, eye redness, eye swelling and pain. The patient went to hospital again and was diagnosed with inflammation. Subsequently, the patient was hospitalized for treatment. The patient was discharged from hospital several days later. This report is for lens 1 of 2.

Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Bioburden and endotoxin results for this batch met the specifications. The sterilization cycle and parameters met the acceptance criteria. All end-product release criteria were met. Based on the information available, the exact cause of the reported event could not be conclusively determined.